Manufacturer narrative:
Product evaluation: viscoelastic was not provided; it is unknown if a qualified product was used. The product investigation could not identify a root cause. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds (ophthalmic viscosurgical devices) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. A root cause has not been identified. (B)(4).

Event description:
A doctor of ophthalmology reported that during an intraocular lens (iol) implant procedure, the preloaded iol left very quickly from the delivery system without any control. There was no impact on the patient's eye. Additional information has been requested.